Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose (bg) was 600 mg/dl. The customer changed pump supplies to address their bg and occlusion issue.